Event description:
It was reported that during an ex-fix procedure of the right knee, while final tightening, the clamps stripped at the connection to the bar. The surgeon did not over-torque the clamps. Metal shavings fell into the wound and on the bar, and were retrieved , about 15 shavings altogether. The surgeon verified by x-ray that all fragments were retrieved. The surgeon irrigated the wound, and then chose 4 more new clamps, and completed the procedure with no further problem. This is 3 of 3 reports for the same complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the parts were received. Visual and physical evaluation of the bolt shows, the bolt can not be turned in the rod clamp. The bolt is turned all the way in and the threads are stripped. This damage is post-manufacturing. Otherwise, the clamp is in good condition. The bolt, which tightens the rod clamp onto the carbon fiber rod, could not be unscrewed. T1 for the bolt cannot be measured with a thread ring gage and t1 for the rod clamp cannot be measured because the bolt threads are captivated and stripped. All other measurements taken were within specifications, except for l1 because the bolt is bent. All relevant dimensions could not be measured; this complaint is considered indeterminate from a manufacturing perspective. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Event date and implant date was on (B)(6) 2011.